Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 40x3.5-4.0mm, concentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and severely calcified left anterior descending artery. Following predilation, a 3.50x20mm promus element drug eluting stent was advanced to treat the lesion but failed to cross the lesion and was deformed. The stent was removed and the procedure was completed with a non-bsc stent and a 3.5*28mm stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 40x3.5-4.0mm, concentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and severely calcified left anterior descending artery. Following predilation, a 3.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion and was deformed. The stent was removed and the procedure was completed with a non-bsc stent and a 3.5*28mm stent. No patient complications were reported and patient's status was stable.